Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6) product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed non-conformances. The recharge antenna failed due to an intermittent "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the recharger paddle getting really hot and burning skin. Agent asked did the device burn/injure their skin or was it a figure of speech, patient confirmed it was a figure of speech. Patient mentioned that the relay box is getting warm as well. They also stated that their controller screen is going blank, patient reset the controller by taking out batteries and reinserting them and the issue of recharger getting hot did not resolve. When charging, patient realized their controller battery went from 90%to 20% while implant only went from 70% to 80%. While on the phone, patient confirmed that their controller is charging at 30%. An email was sent to the repair department to replace the recharger. Additional information was received from the patient (pt) on 2023-jan-20. It was reported that the steps taken to resolve the burning sensation was that the paddle was replaced. The issue was resolved.